Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The patient presented due to st-segment elevation myocardial infarction (stemi). The target lesion was located in a coronary artery. A 182cm choice pt guide wire was advanced to the lesion. However, during the procedure, the wire tip broke off and the fragment embolized in the right internal iliac artery. The device was replaced immediately and the procedure was completed. No patient complications were reported.